Event description:
Respiratory therapist attempted to ventilate pt with manual resuscitator bag and was unable to deliver any volume from bag. When compressing bag it was obvious that a complete obstruction was present. The therapist determined that it was not the pt's airway that was obstructed, but instead, the outlet of the resuscitator bag. Another resuscitation bag was used without incident. Upon inspection of the malfunctioning bag, it was found that the duck bill valve mechanism had not been cut open during mfg, thereby preventing any air from moving through the duck bill valve.